Manufacturer narrative:
(B)(6). Device manufacture date: october 13, 2017 ¿ october 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow test must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified from a photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride. The infusor was still full at the end of the infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.